Event description:
Customer claims to have had ear pierced with the ear piercing system in a retail store on 8/15/97. On 9/2/97, she sought medical treatment for an embedded earring and was prescribed an antibiotic. It is unclear if this prescription was filled.